Manufacturer narrative:
This is the same event as 3010536692-2016-00545, 3010536692-2016-00546, and 3010536692-2016-00547. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following complications: pain; possible osteolysis has been determined from images taken. On film the center of rotation of head appears to be more proximal than where is should be. This may indicate poly wear.